Manufacturer narrative:
The reported event was confirmed - cause unknown. Received 1 portion of an all-silicone foley catheter. Verified material number 175812 and manufacturing lot number ngjs4841. Visual inspection noted that the catheter inflation cap/inflation port was cut off. Product labeling was reviewed for this investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient eg was catheterized this morning due to urinary retention. Catheter lot number ngjs2045. After catheter inserted yellow urine seen and draining into tube. Catheter balloon inflated and stat lock applied to patient thigh to secure. The patient then went down for a ultrasound scan and on return to ward patient bed was wet and on inspection found the port from where they inflate the balloon had snapped off looks like it was cut catheter and lying in bed. Patient not confused and no recollection of how it was snapped off. Informed doctor and nurse in charge and datix done. Picture taken of catheter tip that was snapped off and patient re catheterized and reviewed if abx needed, which doctor stated not required. Per follow up information received on 13 oct2025, stated that, patient was not harmed, patient hadn't realized the port had been snapped/cut off. Catheter was still inside patient and easily removed as balloon already deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient eg was catheterized this morning due to urinary retention. Catheter lot number ngjs2045. After catheter inserted yellow urine seen and draining into tube. Catheter balloon inflated and stat lock applied to patient thigh to secure. The patient then went down for a ultrasound scan and on return to ward patient bed was wet and on inspection found the port from where they inflate the balloon had snapped off looks like it was cut catheter and lying in bed. Patient not confused and no recollection of how it was snapped off. Informed doctor and nurse in charge and datix done. Picture taken of catheter tip that was snapped off and patient re catheterized and reviewed if abx needed, which doctor stated not required.